Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electrical boards. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm. No cosmetic damage found during visual inspection noted. The device p cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.